Event description:
It was reported to boston scientific via an article published in the international urology and nephrology journal, that a retrospective study was conducted to evaluate the safety and efficacy of the rezum water vapor thermal therapy, to treat lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia, in patients younger than 50 years old with a desire to maintain antegrade ejaculation. A total of 10 patients were treated with rezum between june 2019 and september 2021 at 5 institutions in italy. All patients were discharged after surgery with an indwelling urinary catheter that was removed after a median of 7 days. Following removal of the catheter, 1 patient experienced acute urinary retention requiring 5 more days with the indwelling catheter. Furthermore, 2 patients complained about worsening of luts, particularly a weakened urinary stream compared to pre-operation, and an incomplete emptying sensation in the first post-operative weeks. These 2 patients were put under anti-inflammatory drugs and alpha blockers for up to 1 month, which resulted in improvement of symptoms during the follow-up period.

Manufacturer narrative:
Minore, a., cacciatore, l., ferrari, g., siena, g., balsamo, r., morselli, s., castellucci, r., varvello, f., cindolo, l. (2025). Safety and efficacy of wvtt (rezum) in young men: preliminary data. International urology and nephrology, 57, 2853-2859. Https://doi.org/10.1007/s11255-025-04463-9. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.